Event description:
It has been reported that the monomer vials of three units were broken. As a result, the sterility indicator changed from red to yellow. This event did not occur during a surgical procedure. No one was affected by the broken units.